Manufacturer narrative:
At this time, the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system experienced a syncopal episode while shopping out of state. The patient was presented in the emergency room and checked by a boston scientific sales representative. An episode, matching the time of the syncope, displayed noise on the right ventricular (rv) channel, followed by antitachycardia pacing (atp), which induced ventricular fibrillation (vf). The patient was then shocked and the vf converted. The patient was not pacer dependent and it appeared that the vf caused the syncope to occur, rather than the inhibition of pacing due to noise. The sales rep also noted that the noise appeared to be worsening, as there were several episodes with noise leading up to the syncopal episode. The patient wanted to return to her home state, so the device was reprogrammed for tachy therapy off to avoid further inappropriate shocks. An invasive revision procedure was planned, and the rv lead was observed to be fractured. The lead was extracted and replaced with a new lead. During the revision procedure, the right atrial (ra) lead was extracted due to tissue growth. No further information was available.